Event description:
On (B)(6), 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an "er5" warning issue with his one touch ping meter. On (B)(6), 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient reported that the alleged issue with the subject meter began on (B)(6), 2012, at 7:45 am. He stated that he manages his diabetes with novolog (pump therapy) and due to the alleged issue at 8:18 am he increased his dose of medication to 8.75u. He denied developing any symptoms or receiving any other form of medical treatment in response to the alleged issue. The patient informed this mss that he did have a back up one touch ultramini meter. During the initial call with customer service, the agent noted that the patient was using the correct testing procedure and good unexpired test strips. Replacement strips were sent to the patient. He declined a replacement meter because he felt it was an issue with the strips. The patient informed this mss that ever since he received the new replacement strips, his meter is working properly. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient denied developing any symptoms suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject test strip(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lfs is not expecting the meter back since the patient declined the meter replacement offer.